Event description:
It was reported that the ventilator suddenly shut down during use. The patient became desaturated and hypoxic before another ventilator could be introduced. As per report, the vital signs quickly returned to normal afterwards; no consequences to health have been reported.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. No further information such as log file or detailed description of the event, types of generated alarms etc. Could be obtained. This does not allow a case-specific evaluation and, no reliable conclusion in regard to the exact root cause can be made. In fact, it is even not known if a malfunction has occurred or not. A shut-down will occur when the device runs out of energy supply; this can have a lot of different root causes. The simpliest explanation would be that mains supply was not available for whatever reason and that the device ran on battery until its full depletion. Another imaginable scenario would be that the device was put into operation with a discharged or overaged battery and that a mains power loss or malfunction of the power supply has led to immediate loss of energy supply causing a shutdown. Other explanations may apply as well and, a differentiation is not possible due to lack of information. There was no s/n transmitted; age of the device and its service status are unknown to dräger. It is recommended to have the device checked by trained personnel before it can be returned to use. H3 other text : device not available for evaluation.